Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided with the initial report in section h8 was incorrect, it should be blank. However, we have updated on this report to reflect the correct information.

Event description:
Information received by medtronic indicated that the insulin pump had water damage under the display screen and a crack on the battery compartment side of the pump. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged exposed to moisture & cosmetic damage located at the battery compartment on (B)(6) 2023. Unit failed to pass the displacement test due to pump error 38 occurring during testing. Unit failed to pass the self test due to missing vibration segment. P-cap locked into place properly. Pump was successfully downloaded with thus. Insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed. Occurred on (B)(6) 2023 11:38 in history files and traces. Pump was cut open to perform visual inspection and found moisture damaged at electronic assemblies, force sensor, battery tube, and vibration harness assembly, motor home switch. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, cracked keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, cracked case(battery tube), peeling serial label, corroded home switch. Moisture damage was confirmed at the electronic stack, force sensor, vibration harness assembly, and battery tube, motor home switch. Cosmetic damage is confirmed at the battery compartment. Pump error 38 is confirmed due to occurring during testing and due to moisture damage to the motor home switch. Vibrate anomaly is confirmed due to moisture damage to the vibration harness assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.